Event description:
Sorin group (B)(4) received a report that an s5 roller pump was not functioning properly. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The pump was returned to sorin group (B)(4) for evaluation. The pump was tested for approximately 900 hours and no abnormalities or deviations were seen. The issue reported by the customer could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.